Event description:
This ra lead was implanted on (B)(6)2000 and is still in active implant. A call to technical services was made on (B)(6)2014 stating that this lead was experiencing increased lead impedance. The impedance was running at 300-400 ohms and increased to a value greater than 2000 ohms. The device was 95% paced in the atrium. The patient had a vt storm in the past and has gotten treatment. The threshold was 0.8 @ 0.5 last (B)(6). The physician was dr.(B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).